Event description:
It was reported that during a coronary stenting treatment procedure, withdrawal difficulty, a balloon rupture and tip separation occurred. The 80-90% stenotic lesion was located in the non-tortuous and calcified ramus artery. The physician advanced the 2.0x15mm apex balloon to the lesion and inflated the balloon to 20atms. On the second inflation, the balloon was inflated to 18atms and ruptured. The physician experienced some difficulty removing the balloon, so the guide catheter and balloon were removed as one unit. Upon removal it was observed that the tip had separated and was inside the guide catheter. The procedure was completed with a 2.0x15mm quantum balloon inflated to 26atms and the deployment of a 2.5x14 non-bsc stent. No patient complications were reported and the patient's status is reported as fine.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).